Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that results in an inability to initiate mechanical ventilation. There was no patient involvement.